Event description:
It was reported and learned through investigation that patient with a 25mm 3300tfx aortic valve initially being worked up for a valve-in-valve procedure after an implant duration of 13 years, four months due to degeneration, stenosis, and insufficiency. Per cardiologist, the patient expired before the viv intervention due to a degenerative bioprosthetic aortic valve disease w/ severe aortic insufficiency. No additional information was received from the customer regarding the patient's death. Per valve clinic coordinator, the patient expired due to respiratory failure/cardiogenic shock ((B)(6) 2024).

Manufacturer narrative:
Updated sections: b4, d4 (expiration date), g3, g6, h2, h4, h6 (type of investigation, investigation findings, and investigation conclusions). The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. The subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. All pertinent information available to edwards lifesciences has been submitted.

Manufacturer narrative:
(Type of investigation, investigation findings, and investigation conclusions, component code, impact code, clinical code, device code). The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Engineering evaluation summary: attempts have been made to obtain missing information; however, to date, no response has been received. Since there is no information regarding an allegation of a device malfunction, an engineering evaluation is not required. Based on the information available, a definitive root cause cannot be conclusively determined. Despite repeated attempts to obtain further information regarding this event, no additional information has been received from the customer at this time. All pertinent information available to edwards lifesciences has been submitted.